Event description:
Consumer reported upon removal of a tampon from her vaginal cavity, she discovered the string was missing. Since she was unable to remove the pledget from her vaginal cavity, she received assistance from her husband to manually remove it. She experienced pain during removal and cramping after removal and these symptoms resolved. She also experienced vaginal soreness and tenderness after removal which has improved. She reported using otc tylenol and motrin and an unspecified prescription pain pill previously prescribed for an unrelated event. She did not seek medical attention.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.